Event description:
Nine (9) pediatric pts rec'd a greater dose of gallium 67 than was ordered. This was discovered in or about 1/1/98. Causes include: 1. Default process of equipment (software). 2. Lack of understanding by staff of the default process. Note: facility does not anticipate any injury to the pts, however, felt if was important to report. Follow up when the problem was discovered included: 1. The incident was reported to the state dept of nuclear safety. 2. The pt's parents and attending physicians were notified. 3. Syncor int'l, the MFR, was notified and consulted. Note: syncor has not provided an undated operator's manual despite implementation of software updates and a request for same subsequent to discovery of this incident. 4. Corrective action taken included: a) the default programming was overriden. B) inservice education was conducted for staff. C) a practicum exam was designed to ensure operator proficiency. D) the procedure was modified to require that a physician sign for approval of pediatric doses. 5. Expert opinion was requested and rec'd from a univ med ctr.